Event description:
The report from the affiliate indicated that during percutaneous coronary intervention (pci) of a subtataled proximal right coronary artery (rca), the distal tip of atw steerable guidewire became lodged in the lesion and separated when the physician forcefully removed the device. As report, "he couldn't torque the guidewire because the tip was stuck in the lesion". The portion of wire was left in the vessel and was stented against the vessel wall the next day with 2 taxus stents. The pt was reported to be in stable condition.